Event description:
The reporter contacted animas on (B)(6) 2012, and stated the ok keypad button was not working after water exposure, and the patient was unable to confirm the verify screen. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons were tested and found to be responding appropriately. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, moisture was observed behind the display lens and the pump case seal was found to be damaged and leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.